Manufacturer narrative:
E1 initial reporter first name: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon removal, it was noted that the catheter was entangled with the guidewire. The guidewire and catheter were removed as one unit, and it was noted that they were twisted together. The procedure was completed successfully using an alternate device, and there were no patient complications.

Manufacturer narrative:
G2 report source: corrected. H6 device codes: corrected. E1 initial reporter first name: (B)(6).

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. Upon removal, it was noted that the catheter was entangled with the guidewire. The guidewire and catheter were removed as one unit, and it was noted that they were twisted together. The procedure was completed successfully using an alternate device, and there were no patient complications.